Event description:
The facility representative reported that the occlusion alarm did not work during their annual preventative maintenance. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
During baxter's evaluation, it was confirmed that the device failed the downstream occlusion alarm due to a defective downstream occlusion sensor. The mechanism was replaced to fix the reported problem. The device was returned to the customer.